Manufacturer narrative:
Received 1 inner box 450062/19h12c for evaluation. We have no further inventory of the material/batch. We forwarded the complaint and samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormality which could be related to the reported issues. Caps (grey cover) of retain and customer samples were removed in order to visually inspect the appearance of the needle hub and container (green cover). No loose connection or detachment could be observed. No abnormality such as breakage or molding defect was found. Next, fitting test between the needle hub and container was performed. All results were found to be within range of standards and no condition was observed which would allow the container to come off easily. The complaint could not be duplicated. Corrected data:e1: name of establishment; h3: samples evaluated; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). No date of event could be obtained from the customer. Samples were received and forwarded for evaluation to the headquarter, where we buy the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states, twice on the same patient, phlebotomist removed the gray cover of the back end needle and the green cover also came off. Also, 1 incident where gray cover of the back end needle was removed and the needle was already sticking out. More clarification requested.